Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Repeat testing of the patient sample produced lower results within risk stratification range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in 13 x 100 lithium heparin plasma tubes, and was centrifuged for 15 minutes at 3000g. Per customer supplied information, the sample collection tube was half full. Per customer data, system checks from (B)(6) 2011 passed within instrument specifications. Per customer supplied data, qc was performing with in the established ranges at the time of the event. The customer's lab protocol is to repeat all first time positive accutni results. Service has not been dispatched for this event to date. A definitive root cause has not been determined for this event.